Event description:
Plaintiff alleges that as a result of being required to wear latex gloves in his occupation, plaintiff has developed severe allergic reactions to the latex. He further alleges that he is severely restriced as to where he can go and what he can do in addition to suffering chest pain and tightness, dyspnea, facial, chest and arm rashes, vesicular skin rash and eruptions on his hands and fingers, nasal inflammation and fatigue, weeping red eyes with eczema, and other physical injures as well as great despair and loss of enjoyment of life.